Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1158mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with IV drip. Customer indicated that their infusion set and cannula came out during the night. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin.there was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.